Event description:
It was reported the patient experienced redness and irritation at the pod insertion site (leg) while wearing the pod for between 4 and 24 hours. The affected area left scarring at the application site once the pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided.